Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear on the left and right side. The tears caused a leakage. Fluid was observed exiting a tear. It could not be determined when the tears occurred or if they contributed to the reported event. No other damage was found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 26 mmol/l (468 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated that they had done a bolus before going to sleep and they did another bolus the following day. It was reported that the bg continued to rise. Upon removal of the pod, they noticed it was leaking and full of insulin. As treatment a new pod was placed, and another bolus was given. The device investigation found the cannula had a tear.